Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was experiencing poor communication. The patient stated that the ins recharger (insr) would not recognize or connect to the ins. They reported they no longer felt stimulation. The patient was unable to connect to their patient programmer (pp) either. The patient lost stimulation about two weeks ago and they were last able to successfully charge their device about three weeks ago. They confirmed the ¿poor communication¿ using their pp with and without the antenna. It was noted the patient received the ¿reposition antenna¿ screen. They reported they were unable to connect with their pp when the issue connecting to the insr started. No further complications were reported. Follow up was conducted.